Event description:
Remote transmission reviewed, episode of ventricular oversensing is documented, consistent with lead fracture, there is also altered for tip to ring rv lead impedance out of range, over 3000 ohms. This required patient to have surgery for rv lead and generator extraction, and implantation of new rv lead and new generator.